Event description:
Adverse event: surgeon switched to cryopexy. Malfunction: system stopped working. The facility biomedical tech reported the system stopped working during middle of the case. Additional info received from the nurse stated power was increased to 100%. A couple of minutes afterward the system just stopped working, no system message was reported. The surgeon performed a cryopexy. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the power output is below specifications. The system needs a new engine. The customer was provided with a quote for parts and labor. The customer has not requested further service. The engine has not been replaced. The root cause cannot be determined in this investigation. (B) (4) - alternate procedure performed - (B) (4).